Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, following a soft tissue ablation with a medtronic ablation system, the patient experienced headaches within the first week of the procedure and the pain was less following three weeks after the procedure.

Manufacturer narrative:
Correction: it was reported that no adverse event occurred as there were no actions taken to re-mediate the issue.